Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a staple was stuck inside of the device. The case was completed with another device of the same product code. No patient consequences were reported. No other information was available.

Manufacturer narrative:
(B)(4). The analysis result of the er320 device found that it was received with the floor damaged. In an attempt to replicate the reported incident, the device was functionally tested to detect any firing issues. Upon firing of the device, 12 clips with gap were fed due to the damaged floor condition. It could not be determined what may have caused the damaged found. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.